Manufacturer narrative:
No product returning for eval. Should new relevant info become available a supplemental form will be completed.

Event description:
It was reported that the customer experienced elevated blood glucose levels. Reportedly, the customer is very lean and muscular and will be switching to a different infusion set to stabilize her blood glucose level.